Manufacturer narrative:
At this time a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. The exact date of event is unknown. The date entered is per the customer's report of "september." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low readings from the adc freestyle libre 2 sensor. The customer lost consciousness and her husband called for an ambulance. Upon arriving to the hospital, the customer received unspecified treatment and was hospitalized for 3 days. No further information was reported as customer could not recall any further details. There was no report of death or permanent injury associated with this event.